Manufacturer narrative:
The device was received for evaluation and long charge times were noted during capacitor testing and in the device image. Further capacitor testing was performed and revealed that the high voltage capacitors were normal. The cause of the long charge times was due an undetermined hybrid anomaly.

Event description:
During a remote follow-up, a charging time limit alert was delivered. The device was explanted and replaced and the patient was stable.